Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displayed an error code 242.4030 when connected to pcu. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report event of the ¿channel error 242.4030¿ could not be confirmed; the suspect or concomitant devices were not returned for investigation. No suspect or concomitant devices were returned for this investigation; therefore, inspection, testing, and log review could not be performed. Channel error bd alaris¿ system tip sheet state: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿channel error 242.4030¿ could not be determined due to the suspect or concomitant devices not being returned for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displayed an error code 242.4030 when connected to pcu. There was no patient involvement.